Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, wear abrasion, crease fold and white particle inside the device. And white particle in the surface of the shell. Leak test was performed and found opening on posterior . A microscopic analysis was performed which identify, crease smooth opening on posterior, device appearance, (observed, void >1 mm in non-textured, valve-to shell-bond area) and non-penetrating nicks.( stress marks). The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a crease smooth opening on posterior assessed, to a fold flaw opening. Non-penetrating nicks. (Stress marks).

Event description:
Healthcare professional reported, a right-side deflation. Device has been explanted.